Manufacturer narrative:
The event(s) occurred during the week of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between august 20, 2018 - august 21, 2018. A device was received with solution leaking in a zip lock bag; the solution was drained. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.